Manufacturer narrative:
During treatment of a cerebral aneurysm, the release system (deltaplush coil, 10 sys 4x8- dpl10040820/ c16998) was defective: the pusher was blocked, and the system (microcoil and pusher) didn't get back from the sheath. However, during analysis, it was noted that the coil was damaged. No patient adverse consequences have been reported. The procedure was carried out and finished by using a new microcoil of lot c17433. The sheath¿s pull tab section containing the locking mechanism was severed and not returned. The coil¿s socket ring has been bent distally approximately 90 degrees. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric at the articulating junction. The proximal end of the coil has compression and buckling damage. A section of compression and buckling was found at the mid-section. Except as noted, the remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section; the v notch has been severely fractured with the damaged edges raised above the surface plane. The sheath¿s pull tab was severed at the locking mechanism and not returned. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The most likely contributing factor to the ¿pusher¿ being blocked and the movement issue may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which severed the sheath, severely bent the coil¿s socket ring, produced severe compression and buckling damage to the coil, and prevented the coils advancement. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken.

Event description:
During treatment of a cerebral aneurysm, the release system (deltaplush coil, 10 sys 4x8- dpl10040820/ c16998) was defective: the pusher was blocked, and the system (microcoil and pusher) didn't get back from the sheath. However, during analysis, it was noted that the coil was damaged. No patient adverse consequences have been reported. The procedure was carried out and finished by using a new microcoil of lot c17433.